Event description:
During outreach call, customer advised that his blood glucose reading and sensor glucose reading were vastly different. Customer was advised to call the 24 hour hotline for further assistance and to troubleshoot any future complaint. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.